Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from 517 mg/dl to the high 200's mg/dl with a ketone level of 0.2. Reportedly, the cause of the bg level was unknown. However, the customer stated the bg level could have been due to the pump. The bg level was addressed with a manual injection as well as raising the temporary basal rate and insulin via the pump. Reportedly, the customer changed the site and infusion set tubing prior to troubleshooting with tandem's technical support (cts). During troubleshooting with cts, the customer reported no issues with the pump, cartridge, or insulin. Insulin delivery was resumed. A follow up with the customer confirmed the bg level lowered to 344 mg/dl and the customer declined further troubleshooting.